Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with episodes of non-sustained right ventricular oversensing. Upon investigation, it was suspected that the anomaly may be due to intermittent sensing of the far field morphology template of the implantable cardioverter defibrillator or possible oversensing on the right ventricular lead. Programming changes were recommended. The patient remained in stable condition.